Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned in a vial in liquid. Visual inspection found the haptic torn. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.50/+2.5/102 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to the lens tore during forceps loading. The lens was exchanged for another same model/length lens and the problem was resolved. The cause of the event was unknown.